Event description:
The customer reported being hospitalized with a high blood glucose reading of 657 mg/dl. The customer stated that her blood glucose levels started elevating after she changed her infusion set. The customer was unable to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.